Event description:
When the delta trak was first turned on, after a long period of non-use, it smelled as if something was hot or burning. The delta trak was turned off. There were no patients involved and there were no injuries.